Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
The removal of long trochanteric fixation nail (tfn), helical blade, and two (2) 5.0mm locking screws from left femur was reported. Patient complained of knee pain which was believed to be related to hardware. Patient requested hardware back, therefore nothing will be sent to synthes. All hardware removed successfully. The new hardware was not implanted on the patient. The surgery was completed successfully with no delay. This is report 3 of 4 for complaint (B)(4).